Manufacturer narrative:
Lombardi jr., a. V.; berend,, k. R.; adams, j. B. (2014) the revision knee arthroplasty why knee replacements fail in 2013 - patient, surgeon, or implant? Joint implant surgeons, new albany, ohio, united states, joint implant surgeons, 7277, smith¿s mill road, suite 200, new albany, ohio, 43054, USA. Correspondence should be sent to dr a. V. Lombardi jr; e-mail: lombardiav@joint-surgeons.com ©2014 the british editorial, society of bone & joint, surgery, doi:10.1302/0301-620x.96b11. (B)(4). The product was not available for return. Condition is addressed in the package insert. Without the opportunity to examine the complaint device, root cause cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on review of a journal article titled, "why knee replacements fail in 2013¿. It was noted in the article that an unknown number of patient(s) experienced instability and required revision surgery. There has been no further information provided and the patient outcome is unknown.